Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The surgeon extended cautery back out of the end of the system and it was noted that one of the blades (jaws) was bent. The device was removed and a second kit was opened to complete the procedure. No known patient injury with this occurrence.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. A investigation was conducted on 01/07/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood and tissue was observed on the heater wire. The heater wire was observed to be completely flexed away at the base of the hot jaw with detachment at the tip of the hot jaw. The tip of the heater wire was observed to be bent back to base of the hot jaw. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent" was confirmed. Specific actions for the reported failure mode "material twisted/bent" are being maintained and documented under maquet's failure investigation report (fir) system.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to maquet cardiac surgery for evaluation. A supplemental report will be submitted when the investigation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The surgeon extended cautery back out of the end of the system and it was noted that one of the blades (jaws) was bent. The device was removed and a second kit was opened to complete the procedure. No known patient injury with this occurrence.

Manufacturer narrative:
Trackwise ID #(B)(4).a lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The surgeon extended cautery back out of the end of the system and it was noted that one of the blades (jaws) was bent. The device was removed and a second kit was opened to complete the procedure. No known patient injury with this occurrence.